Event description:
While performing a lung biopsy and using an ebus needle the needle deployed, broke off and lodged in the left paratracheal lymph node. Attempts to remove the needle were unsuccessful and the needle was left in the patient's lymph node.